Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, off no power alarm and moisture damage. Customer's blood glucose level was 549 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for moisture damage was performed. Customer advised they accidentally went inside the swimming pool and the display was hard to read. Customer was unable to perform the self-test due to dead battery. Customer advised their cell phone was about to turn off and that they would call back to complete the troubleshooting process.